Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying error code 1203 (alarm message: low leak ¿ co2 rebreathing risk). There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that during the testing the device, a "check vent: low leak co2 rebreathing risk" alarm was observed. The philips remote service engineer (rse) noted that the customer verified that they did not have a whisper swivel attached to the set up. The customer then added a whisper swivel, and the issue was resolved. The customer then reported that the device was run for one hour and no further issues were observed.